Event description:
The caller reported that they had an occlusion within their accu-chek flexlink infusion set, which resulted in hyperglycemia. On (B)(6) 2022 the customer experienced elevated blood glucose symptoms of vomiting, a stomachache, and ketoacidosis. The caller does not recall what his blood glucose results were from this day. Around the time of 12:00pm-1:00pm the customer went to the hospital. At the hospital the customer was treated with a "drop", insulin administration, and an unknown medication for nausea. The customer did not provide the blood glucose results obtained at the hospital. The patient was discharged from the hospital on (B)(6) 2022 and was placed on multiple dose therapy of lantus and apidra insulin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.